Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Investigation results one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was slightly degraded. Visual examination under magnification of the fiber face within the sma connector revealed that there was debris on the fiber face and that only a small amount of light was coming through. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2017. Refer to manufacturer report 3005099803-2017-03281 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the fiber was used for 1 minute and 22 seconds with settings of 25 watts and total energy used was 3.68 kilojoules, and the fiber stopped working. The fiber was checked and it was noted that the sma boot was slightly separated from the connector and had melted slightly. Reportedly, the sma connector was hot to touch and the technician burned his finger. No treatment was required to treat the burn. A second laser fiber was used and the aiming beam and laser energy stopped working after approximately 50 kilojoules. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed debris on the fiber face within the sma connector.